Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was reported doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.